Event description:
The pt had reported in 2004 that their meter had been giving pt high readings. Medical affairs spoke to the pt the following day and obtained the following: two weeks prior (exact date unk) the pt tested their blood glucose with a result of 460 mg/dl and did not experince any symptoms at the time. Based on the 460 reading they administered 15u of r (based on a sliding scale). They refused to provide medical affairs their insulin regimen. An hour later they went into "insulin shock" and fell unconscious. Family member found pt and contacted the paramedics. They were taken to the hosp where they were told their blood glucose was "low." Pt does not know what the reading was at the hosp. They were treated with glucose and were admitted for two weeks. Test strips they had been using were finsihed and they do not have control solution. They had mentioned that the readings were erratic the last couple of weeks. Pt did not want to further troubleshoot with medical affairs. It's not likely for the blood glucose to drop from 460 mg/dl where the pt is unconscious within an hour. Therefore, the 460mg/dl might have been inaccurate. No evidence of malfunction, since the pt ran out of the subject test strips.